Event description:
The customer facility reported patient had a right femur fracture fixation done at age (B)(6) and was noncompliant with follow up for hardware removal. Patient had right hip pain and an x-ray performed on an unreported date showed heterotopic ossification formed around the implant. The patient underwent surgery at age (B)(6) on (B)(6) 2013 for removal of hardware implant, deep, right femur nail. The surgeon was unable to get the implant to move with initial extraction device. During debridement of the bone at the bone/implant interface, a 2cm piece of the drill bit broke off and remains lodged deep in the patients bone as confirmed by intramedullary x-ray evaluation. The customer facility reported the drill bit fragment is unlikely to cause patient symptoms. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Additional code: hsz. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. A review of the device history record revealed no complaint related anomalies. The DHR shows this lot of 2.5mm titanium nitride coated drill bits was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.